Event description:
This is a report of a 70 y/o man who required an enlarged incision to remove a bent haptic. The physician made a standard 3.5 mm incision then folded the intraocular lens in a mustache fold. Upon insertion of the lens the haptic bent the incision was then increased to 5.2 mm, the lens with the bent haptic was removed and was replaced. The incision was then sutured. One day following this surgery the pt was doing well. The lens has been returned and investigation is pending.